Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection observed a rusted base and the cable is pulled from the unit exposing wires. Functional evaluation revealed the ablate pedal does not function when pressed, the coag pedal does work. The complaint was confirmed. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include an excessive tensile stress applied to the cable could have partially broken one or more signal wires prematurely causing non-functionally of the pedal. There may have been a loose cable connection between the returned device and the used controller, which could cause non-functionality of the device.

Manufacturer narrative:
Internal complaint reference (B)(4). D4:updated.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that the footswitch, vulcan was not working. There was no case reported, therefore there was no patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.